Event description:
It was reported that pump screen became frozen and unresponsive, and customer was unable to interact with touchscreen. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted full pump reset with guidance from technical support, but touchscreen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while a replacement pump was arranged.